Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d-15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: (B)(6) 2015 explantation of infected mesh, drain abdominal wall abscess, placement of wound vac (B)(6) 2016 intra-abdominal adhesions, remaining mesh removed. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2003: (B)(6) (B)(6) md. Letter to (B)(6) md. Ms. (B)(6) is a 39-year-old patient of mine whose medical problems include diabetes mellitus type 2, reactive airway disease, sleep apnea, depression, morbid obesity and history of hepatitis a. Cleared for surgery. ¿ (B)(6) 2003: (B)(6) , (B)(6) [signature illegible]. Office notes. Last seen for chest discomfort. Has lifelong obesity and now seeks surgical intervention. Medical/surgical history: mental breakdown resulting in disability. Tobacco: less than a pack a day for 22 years; abstinence since [illegible]. ¿ (B)(6) 2003: (B)(6) . (B)(6) md. History and physical. Chief complaint: morbid obesity with co-morbid conditions. Weight 255 pounds, bmi 45. Multiple years of weight loss attempts. Has sleep apnea, obesity hypoventilation syndrome, diabetes on glucovance, dysphagia and occasional heartburn with gastroesophageal reflux disease. Abdomen: soft, low midline incision, no hernias, android fat distribution. Plan: consider for roux-en-y gastric bypass by laparoscope; previous surgery and body habitus may prevent this. (B)(6) 2003: (B)(6) medical centers. (B)(6) md. Operative report. Preoperative diagnosis: bmi 45 with hepatomegaly and previous surgery. Postoperative diagnosis: same. Operation: laparoscopic assisted roux-en-y gastric bypass with needle liver biopsy. [Nurse reviewer note: mostly illegible; poor copy]. ¿ (B)(6) 2003: (B)(6) medical centers. (B)(6) md. Discharge summary. Admitted with diagnosis of morbid obesity with comorbid conditions. Currently weighs 256 pounds, bmi 45. To operating room on the 24th; underwent laparoscopic assisted roux-en-y gastric bypass and needle biopsy of liver; noted to have hepatomegaly. Did well during early postoperative period with exception of upper abdominal pain increased with movement. By following morning was without complaints, continued to do well throughout hospitalization. Declined to enter bariatric rehabilitation program due to distance from home. Discharged home to return following monday for additional nutritional counseling and removal of jackson-pratt drain. Conditions satisfactory at time of discharge. ¿ (B)(6) 2004: (B)(6) . (B)(6) md. Office notes. Three months status post roux-en-y gastric bypass. Lost seventy-five pounds, bmi 32.8. Does complain of a hard abdominal mass associated with incision. On examination of abdominal wound, it is a well-healed surgical incision. I cannot demonstrate any kind of fascial defect sitting, lying, or straining. Active bowel sounds. Impression: no evidence of ventral incisional hernia at this time. Malabsorption secondary to gastric bypass. See back in three months. ¿ (B)(6) 2004: (B)(6) . (B)(6) crna. Anesthesia record. Weight 167. Tobacco: one half pack per day. Asa status: 2. ¿ (B)(6) 2004: medical center of central georgia. Nurse notes. Gastric bypass 2003, c-section x3; 1986, 1988, 1992, hysterectomy 1994, 5 laparoscopy 1988, 1989, 1990 x2, 1991, appendix 1979. Implant procedure: laparoscopic ventral hernia repair with gore-tex mesh. Implant: gore® dualmesh biomaterial [1dlmc07/01575866] . Implant date: (B)(6) 2004(hospitalization (B)(6) 2004 ¿ (B)(6) 2004: (B)(6) . (B)(6) md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnoses: ventral incisional hernia. Umbilical hernia. Assistant: dr. (B)(6) . Resident surgeon:(B)(6) md. Anesthesia: general. Operative findings: there were 2 hernias, one at the incision and one at the umbilicus, with adhesions to the entire incision. Specimens: no specimens. Estimated blood loss: minimal. Description of procedure: ¿the patient was taken to the operating room and after general anesthesia, the abdomen was prepped with duraprep and draped. A skin incision was made in the left upper quadrant anterior axillary line and a veress needle inserted. An optical viewing trocar was then placed with a zero-degree scope under direct laparoscopic vision into the peritoneal cavity. Angle scope was then used to identify adhesions from the incision and the hernia sac. A left lower quadrant 5 mm incision was placed and a harmonic scalpel was used to take down some of these adhesions. With careful dissection it took about an hour. Adhesions were taken down. Eventually, the left lower quadrant 5-mm trocar was replaced with a 10-mm trocar and a right upper quadrant 10-mm trocar was placed to completely lyse the adhesions away from the hernia and the incision. Then a piece of gore-tex mesh was measured and cut to fit and stay sutures were placed at all 4 corners and at 3 other sides. This was then placed in the peritoneal cavity, brought out through separate stab incisions in a suture passer and tied at each point. The mesh was then circumferentially tied with the ethicon mesh tacker. The mesh looked as to be secure. Procedure was ended by removing the trocars, letting the gas out of the belly, closing the left lower quadrant fascia with #0 vicryl, closing the skin and the rest of the incision with 4-0 vicryl, and closing the stab incisions with dermabond. Dermabond to the other incisions too.¿ ¿ (B)(6) 2004: (B)(6) . Implant sticker. Gore-tex® dualmesh® biomaterial. Item #: 1dlmc07. Lot #: 01575866. ¿ the records confirm a gore® dualmesh® biomaterial (1dlmc07/01575866) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2004: (B)(6) . Nurse notes. Weight 165 pounds, bmi 29. Temperature 99.6 degrees. ¿ (B)(6) 2004: (B)(6) . [Signature illegible]. Physician orders. Discharge home. Keep binder. Explant #1 procedure: exploratory laparotomy. Explantation of mesh. Drainage abdominal wall abscess. Placement wound vac. Explant #1 date: (B)(6) 2015 (hospitalization [ni] [not indicated]). ¿ (B)(6) 2015: (B)(6) health system. (B)(6) md. Operative report. Preoperative diagnosis: infected mesh. Postoperative diagnosis: same. Assistant: amber raibley, acnp, necessary for complexity of case. Anesthesia: general, dr. (B)(6) blood loss: minimal. Operative findings: 500 cc of pus sent to micro. Indication: 51-year-old female had a ventral hernia several years ago in georgia. It started having erythema and pus. Risks and alternatives have been discussed, willing to proceed with operation. Procedure: ¿the patient was identified in the preop holding area and brought back to the operating theater. The patient was placed on the table in the supine fashion. General endotracheal anesthesia induced. The patient¿s abdomen was prepped and draped in standard sterile fashion. Pre procedure time-out performed. Midline incision made and dissection carried down through skin and subcutaneous tissue, fascia, and we entered the large cavity of pus. 500 cc of pus was aspirated. The entire mesh which looked like dualmesh was soaking. This was removed in its entirety. We irrigated with several liters of fluid. We debrided some of the necrotic fascia and muscle. I then placed a veraflo vac for continuous irrigation with a woundvac on top. The patient tolerated the procedure well, was extubated and taken to recovery in stable condition.¿ relevant medical information: ¿ (B)(6) 2015: (B)(6) hospital laboratory. (B)(6) md. Pathology report. Accession number: s15-08190. Clinical information: infected mesh. Operation: explanted mesh. Diagnosis: explanted mesh ¿ compatible with infected mesh with mild inflammation including neutrophils up to more than 40 per hpf in focal areas. Gross pathology: explanted mesh, site not further specified on requisition form or container labeling. Specimen is received in a dry container and consists of a segment of light tan synthetic mesh material coated with fresh blood and possible tissue measuring 25 x 13 x 0.2 cm. Portions of light tan purulent exudate are noted on the surface and are submitted for microscopic examination. Microscopic pathology: sections show benign fibrofatty tissue with mild inflammation. Tissue respond to foreign material noted. Inflammatory cells are composed of mixture of lymphocytes, plasma cells, macrophages and neutrophils. Neutrophils account for up to more than 40 hpf in focal area. No evidence of malignancy noted. ¿ (B)(6) 2016: (B)(6) hospital. (B)(6) md. History and physical. Chief complaint: incisional hernia. Referred by dr. (B)(6) for consideration of enterolysis for a complete loss of abdominal wall domain. History began with laparoscopic-converted-open roux-en-y gastric bypass for morbid obesity over 10 years ago; preoperative weight was 280 pounds and reached a nadir of 120 pounds. Great trouble the first six months after surgery with failure to thrive due to inability to eat; led to early postoperative malnutrition and subsequent incisional hernia. Developed a draining sinus tract april 2015 that led to an infected mesh and mesh excision; recovered but developed complete loss of abdominal wall domain. Referred to dr. (B)(6) in plastic surgery for abdominal wall reconstruction. Remains symptomatic with pain with all physical activities. Medical history: chronic pain, abdominal wall mesh infection, vitamin deficiency, hyperparathyroidism. Surgical history: thoracotomy with rib removal, open roux-en-y gastric bypass, abdominoplasty and panniculectomy, total abdominal hysterectomy, c-section x3, open appendectomy, ventral hernia repair, infected mesh removal. Social history: down to 1-2 cigarettes per day. Weight: 181.9 pounds, bmi 31.5. Abdomen: soft, non-distended, tender and massively retracted rectus muscle bilaterally. CT abdomen/pelvis: midline fascial defect from xiphoid to pubis involving liver, stomach, colon and small bowel. Impression/plan: complete loss of abdominal wall domain. Will require a fairly significant enterolysis to completely reduce the hernia contents into the peritoneum in order to allow dr. (B)(6) to reconstruct the abdominal wall. Will let dr. (B)(6) guide the preoperative nicotine/tobacco consumption. Explant #2 procedure: exploratory laparotomy. Enterolysis. Partial omentectomy. Excision of prosthetic mesh. Repair of internal hernia. Explant #2 date: (B)(6) 2016(hospitalization (B)(6) 2016 ¿ (B)(6) 2016: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia with complete loss of abdominal wall domain. Intra-abdominal adhesions. History of infected mesh. Postoperative diagnosis: incisional hernia with complete loss of abdominal wall domain. Intra-abdominal adhesions. History of infected mesh. Resident surgeon: dr. (B)(6) . Anesthesia: general endotracheal. IV fluids: 1000 ml. Estimated blood loss: 10 ml. Surgical findings: enterolysis x90 minutes. Excised foreign body from omentum likely old mesh. Closed mesocolic defect for retrocolic roux limb; no petersen defects. Roux limb of 100 cm in length. Specimens: cicatrix. Omentum. Omental mass ¿ foreign body (? Mesh). Drains: none. Cultures: none. Complications: none. Disposition: please refer to dr. (B)(6) note for the remaining portion of the procedure. Indications for procedure: this is a 52-year-old female with a history of morbid obesity and multiple comorbid conditions, who previously underwent an open roux-en-y gastric bypass for morbid obesity. She had multiple incisional hernias and her last incisional hernia repair was complicated by an infected mesh requiring mesh removal and complete loss of abdominal wall domain. The patient recovered this and was referred to dr. (B)(6) in plastic surgery for her complex abdominal wall. As a result, he consulted my services due to the profound intra-abdominal or visceral involvement of the abdominal wall, specifically the gastric remnant as well as the liver being present in the hernia and not in the abdomen. The patient was medically optimized with preoperative weight loss and cessation of tobacco. After discussing alternatives, benefits, and risks, the patient consented to proceed with surgery. Description of procedure: ¿upon obtaining informed consent, the patient was brought to the operative theater and placed on the operating table in supine position. General endotracheal anesthesia was induced without complication. All hemodynamic monitoring, IV antibiotics, sequential compression devices, orogastric catheter, and foley catheter were placed prior to incision. The abdomen was prepped and draped in standard sterile surgical fashion. At this time, a surgical time-out was performed, and all members of the surgical team agreed to proceed. Using a #10 scalpel, an elliptical incision was made on the patient¿s old cicatrix. The cicatrix was excised. This allowed fairly straight forward access into the peritoneum. The omentum was peeled off the abdominal wall with electrocautery. We were able to obtain full circumferential exposure of the fascia. The stomach and the liver were mobilized out of the abdominal wall hernia. We identified all the small bowel. We confirmed that this was a retrocolic roux-en-y gastric bypass. We identified the ligament of treitz and ran the small bowel to the jejunostomy. We identified the retrocolic roux limb. There was a slight opening in the mesocolic defect. This was reinforced with several interrupted 2-0 silk sutures. We inspected this all the way to the jejunostomy. There was no internal hernia from the jejunostomy. Please note, the roux limb length was approximately 100 cm. The common channel from the jejunojejunostomy all the way to the ligament of treves [sic] was intact. A part of the omentum was ischemic from the dissection and this was excised. In this dissection, we found a 2 x 2 cm rounded mass that was likely a foreign body consistent with a previous mesh that was likely incompletely resected in the previous mesh removal. This was sent for permanent section. At this point, our enterolysis took approximately 90 minutes. The patient tolerated this portion of the procedure without difficulty. At this point, please refer to dr. (B)(6) operative note for the remaining portion of the procedure. At the time of completion of my portion of the procedure, the patient was stable and intubated in good condition. All the needle, instrument, and sponge counts were correct.¿ relevant medical information: ¿ (B)(6) 2016: (B)(6) hospital. Implant record. Sepramesh. Genzyme corporation. ¿ (B)(6) 2016: (B)(6) hospital. (B)(6) md. Progress notes. Postoperative day 10. Ready to go home. Abdomen: soft, nontender, nondistended, incision with stable unchanged minimal erythema to right of middle of the incision; some firmness deep suggestive of old blood. Impression: doing well, discharge home today. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.